Event description:
Caller states patient tested >8.0 inr on the coaguchek s system while a caller states patient tested >8.0 inr on the coaguchek s system while a comparison lab returned as 5.6 inr. Patient's coumadin dose was held. No comparison lab returned as 5.6 inr. Patient's coumadin dose was held. No adverse event reported. Requested return of suspect system and adverse event reported. Requested return of suspect system and replacement was sent. Replacement was sent.

Event description:
Caller states patient tested >8.0 inr on the coaguchek s system while a comparison lab returned as 5.6 inr. Patient's coumadin dose was held. No adverse event reported. Requested return of suspect system and replacement was sent.